Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon pinhole occurred. The lesion was located in the left anterior descending (lad) coronary artery. Upon predilation, the 20mm x 2.0 maverick2 monorail balloon would not inflate above 10 atms. The procedure was successfully completed with this device and placement of a stent. No patient complications were reported. Patient status is reported as "good".